Manufacturer narrative:
Final analysis confirmed the reported events of noise and mode switch. It was found that the insulation was abraded at 11.9 cm to 12.5 cm from the connector pin exposing the outer coil at 8.1cm to 8.5 cm. The cause of the external insulation abrasions is consistent with friction to the device can and the reported events.

Event description:
It was reported that an asymptomatic patient presented in the operation room for a scheduled device replacement procedure. The atrial lead had a history of noise resulting in mode switching episodes and noise reversion. The lead was explanted and replaced during the procedure. The patient remained stable before, during, and after the procedure and will continue to be monitored.